Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025 the customer feedback, (B)(6) 2025, the patient due to kidney stones in the ureteral lithotripsy, surgical use of ultra-smooth guidewire 150nss35 , the first time the use of the placement of smooth, normal use, placed for a period of time after the guidewire again into the guidewire, guidewire was more dry, the clinic once again using saline injection to activate the guidewire, but the guidewire placement was still not lubricated, the guidewire coating appeared. However, the guidewire still did not feel lubricated, and the coating of the guidewire appeared to fall off. The operation was completed successfully with the use of this guidewire, but due to the lack of smoothness of the guidewire, insertion was difficult, and the operation time was prolonged. This unit had been using the 150nss35 for a long time, and according to clinical feedback, the second placement of the guidewire was not smooth, which had some impact on clinical surgery and prolonged the operation time. Adherence to the guidewire resulted in successful completion of the procedure, but difficulty in placement and prolongation of the procedure due to the non-smoothness of the guidewire.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: indications: bard guidewires are indicated to provide transurethral and/or percutaneous access into the bladder, ureter or renal pelvis. Contraindications: there are no known contraindications warning: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval. Use extreme caution when using a laser, making sure to avoid contact with the wire. Direct contact could result in damage / breakage to the wire. Attention should be paid to guidewire movement in the urinary tract. Before a guidewire is moved or torqued, tip movement should be examined under direct vision or fluoroscopy. Do not advance or withdraw a guidewire when resistance is encountered as perforation could occur. Sufficient guidewire length must remain exposed to maintain a firm grip on guidewire at all times. Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions: should be used only by physicians thoroughly trained in endourological guidewire techniques. Do not use dry gauze to manipulate the guidewire as this can damage the surface coating and make the wire tacky. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Potential complications: complications that may result from the use of a guidewire in a urological procedure incude, but are not limited to: perforation acute or delayed bleeding tissue trauma edema direction for use: the physician should select the proper size and length of the guidewire for the procedure being performed. 1. The guidewire is packaged in a protective coil. Hydrophilic coated guidewires require activation of their coating. Prior to removing the guidewire from the protective coil, inject sterile saline through the port to activate the lubricious coating. Remove the guidewire from the protective coil and carefully inspect the guidewire for separation, bends, kinks or a damaged tip. 2. Introduce the guidewire, flexible end first, into the working channel of the endoscopes or percutaneously into the urinary tract. 3. Advance the guidewire slowly into the desired position. Continuously confirm guidewire position either visually or under fluoroscopy. 4. Carefully withdraw the guidewire taking care not to kink. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on 01april the customer feedback, (B)(6) 2025, the patient due to kidney stones in the ureteral lithotripsy, surgical use of ultra-smooth guidewire 150nss35 , the first time the use of the placement of smooth, normal use, placed for a period of time after the guidewire again into the guidewire, guidewire was more dry, the clinic once again using saline injection to activate the guidewire, but the guidewire placement was still not lubricated, the guidewire coating appeared. However, the guidewire still did not feel lubricated, and the coating of the guidewire appeared to fall off. The operation was completed successfully with the use of this guidewire, but due to the lack of smoothness of the guidewire, insertion was difficult, and the operation time was prolonged. This unit had been using the 150nss35 for a long time, and according to clinical feedback, the second placement of the guidewire was not smooth, which had some impact on clinical surgery and prolonged the operation time. Adherence to the guidewire resulted in successful completion of the procedure, but difficulty in placement and prolongation of the procedure due to the non-smoothness of the guidewire.